Manufacturer narrative:
During inspection and testing of the subject device, the customer¿s reported image issue was confirmed, and found to be caused by a faulty cable. The device demonstrated 3rd party repairs, and the serial plate was faded. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The hd autoclavable camera head was returned to an olympus service center for evaluation with a report that there was ¿image problem, purple spots, green lines. Wont white balance¿. The issue was found during reprocessing. There was no report of patient or user harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the imaging issue was caused by a faulty cable. The faulty cable was attributed to third-party repair. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.